Manufacturer narrative:
The device was not returned for analysis, limiting the investigation to the review of the device history record. Review identified that each mfg and inspection operation was performed and completed in accordance with sjm specifications and procedures prior to release from sjm. Based on the info received, the cause of the reported incident could not be conclusively determined.

Event description:
A dragonfly catheter was used and the minimum lumen area measurement was mis-interpreted as the minimum lumen diameter; therefore, the stent was oversized. A dissection occurred and a second stent was successfully placed to cover the dissection. The patient was reported to be stable after the procedure.